Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient was having pain at the ipg site. It was noted that there were old competitor brand leads(medtronic) left in the patient that were sitting under the ipg. As such surgical intervention took place where the ipg was explanted ad replaced with another ipg thereby addressing the issue.